Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-02165.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coils (smart coils). During the procedure, a smart coil would not advance out of its introducer sheath and into a non-penumbra microcatheter; therefore, it was removed. Next, the physician placed a non-penumbra coil in the target vessel then attempted to advance another smart coil in the target vessel; however, the smart coil would not advance out of its introducer sheath. Therefore, it was removed. The procedure was completed using a new smart coil, other coils and the same microcatheter. There was no report of an adverse effect to the patient.